Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box review verified multiple call service alarms on the reported failure date of (B)(4) 2014. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for investigation and there was no evidence of moisture or corrosion found inside the pump. The internal components were intact and secure to the pcb connector with no evidence of trace cracks. Unrelated to the initial complaint, the pump booted to the verify screen with dim pink contrast.